Event description:
Unable to remove non balloon gastrosotomy tube due to equipment failure. The procedure required sedation, and endoscopic approach. This was the provider's first attempt to exchange/replace this device, although the provider has several patients with this product. Directions followed carefully. Unable to remove so we moved to endoscopy room and removed endoscopically and patient required sedation. The physician repeated removal procedure while patient sedated and took photos of the underlying situation. Instead of elongating the capsule, the stylus had punctured the capsule.